Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: there was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis, caval thrombosis/occlusion, extravasation of contrast material at time of venacavogram, air embolism, hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage, restriction of blood flow, occlusion of small vessels, distal embolization, infection, intimal tear, stenosis at implant site, failure of filter expansion/incomplete expansion, insertion site thrombosis, filter malposition, vessel injury, arteriovenous fistula, back or abdominal pain, filter tilt, hemothorax, organ injury, phlegmasia cerulea dolens, pneumothorax, postphlebitic syndrome, stroke, thrombophlebitis, venous ulceration, blood loss, guidewire entrapment, pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was placed in the patient with a lung abscess and a history of pulmonary embolism. Approximately six years six months post filter deployment, a certificate of death documented the patient died with an immediate cause of cirrhosis and underlying cause of gastrointestinal bleeding. No autopsy was performed and the manner of death was noted to be natural. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and six months post filter deployment, a certificate of death documented the patient expired with an immediate cause of cirrhosis and underlying cause of gastrointestinal bleeding. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis - caval thrombosis/occlusion - extravasation of contrast material at time of venacavogram. - air embolism - hematoma or nerve injury at the puncture site or subsequent retrieval site. - hemorrhage - restriction of blood flow. - occlusion of small vessels. - distal embolization - infection - intimal tear - stenosis at implant site. - failure of filter expansion/incomplete expansion. - insertion site thrombosis - filter malposition - vessel injury - arteriovenous fistula - back or abdominal pain - filter tilt - hemothorax - organ injury - phlegmasia cerulea dolens - pneumothorax - postphlebitic syndrome - stroke - thrombophlebitis - venous ulceration - blood loss - guidewire entrapment - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death. New information received: medical records were received and reviewed. Approximately six years six months post filter deployment for a history of pulmonary embolus, a certificate of death documented the patient died of natural causes with an immediate cause of cirrhosis and underlying cause of gastrointestinal bleeding. No additional medical records were received for this patient.